Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient was charging too frequently. They tried to connect their patient programmer to their implant and it told the patient they needed to charge their implant. The patient stated they charged the implant last week and hadn¿t used it since then. The patient did not think they should need to charge it that soon. The patient stated they would call back once they charged their implant. No symptoms or further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported on 2017-06-16 that there was poor coupling and the ins was too deep. The ins may be in overdischarge as the patient did not remember when they last recharged. An antenna locate (al) feature was attempted and the patient got 0-4 coupling. The coupling went from 100% to 0%. The patient did not feel stimulation. It was noted that due to fat the ins could barely be felt. There was a return of pain after the patient started becoming more active within the last month (may 2017). It was noted that the patient may have a neurological disorder but they had difficulty remembering. It was reported that the patient was having an unrelated brain MRI for a stroke. The patient had poor coupling and had previously had coupling issue related to weight gain. The patient could palpate the ins site and feel the ins but trying to turn the antenna dial did not improve coupling. The patient was seeing the hcp on (B)(6)2017 and was at the hospital at the time of the call. Per the patient, they had alzheimer¿s and did not have a good memory. The ins charge level low message was seen but the patient programmer was still able to sync with the ins and the therapy screen was showing. Patient wanted to turn off the ins for their MRI. Later on (B)(6)2017 the patient reported that they had charged the ins. It was noted that the patient had dementia. It was reported on 2017-06-29 by the consumer that the patient wanted to have the ins out but did not have a health care professional (hcp). Hcp listings were provided. The ins had not been on for about 6 months to a year. Therapy never worked for the patient and was not helpful. It was reported that the patient really did not have the pain any longer. Additional information was received from a consumer regarding the patient on 2017-jul-07. It was reported that the patient is able to charge, but it is very slow. The patient's weight at the time of the event was (B)(6) lbs. Additional information was received from a consumer regarding the patient on 2019-jul-11. It was reported that the patient had the device removed three years prior to the report because she was not using it and it felt like she did not have the pain anymore, and that is why it was removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.